Event description:
A medtronic representative reported that, while in a pituitary tumor resection, the navigation system was pulled into a MRI magnet and damaged. The surgeon monitor, docked to the staff cart, was being adjusted and came too close to the magnet. Both carts were pulled to the magnet resulting in the surgeon monitor and monitor arm both being physically damaged. The surgeon was navigating microscope when the issue occurred. The surgeon completed the procedure without the use of the navigation system. There was no harm to patient or staff personnel. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier not made available from the site, per site operating room director. Rmas issued. Replacement surgeon monitor shipped to site (B)(4) 2013. Medtronic investigation of returned suspect monitor finds the monitor has physical damage to the plastic top and bottom. The screen is shattered. Replacement drawer rail slides shipped to site (B)(4) 2013. Medtronic investigation of returned suspect drawer rail slide finds they were returned in pieces; brackets had been broken and the bearings were free. Replacement support arm shipped to site (B)(4) 2013. Medtronic investigation of returned suspect support arm is scratched on one edge and monitor bracket is severely bent; otherwise arm is in good condition. Replacement translation arm shipped to site (B)(4) 2013. Medtronic investigation of returned suspect translation arm finds the post on the base of the translation is bent; otherwise in good condition. On (B)(4) 2013 medtronic representative, following-up at the site, performed a navigation system check-out; tested cranial, spine and ent instruments and all areas passed. Failed area of component condition due to damage. On (B)(4) 2013 medtronic representative performed a second navigation system check-out; passed in all categories. Physical and mechanical damage, deformation, directly caused the event.